Manufacturer narrative:
The cobas e 801 msb/msbl serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys ca 19-9 results from the cobas e 801 msb/msbl for two patients. Patient 1's initial result was 37.8 iu/ml, and the repeat result was 2.00 iu/ml. Patient 2's initial result was 69.3 iu/ml. The first repeat result was 6.21 iu/ml. The second repeat result was 4.56 iu/ml.